Event description:
On (B)(6) 2017 (B)(4) (con): information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim/gastrointestinal and pelvic floor it was reported that patient had a lack of therapeutic effect since implanted with the ins. Patient also reported that they increased stimulation and felt some discomfort and shocking sensation in certain positions. Patient was set at program 4 and stimulation was set at 1.2v. No further complications were noted or anticipated